Manufacturer narrative:
Smiths medical has received the device. A full evaluation is anticipated, but not yet begun as the device is currently in transit to the investigation site. Smiths medical will file a follow up report detailing the results of the evaluation once it is completed.

Event description:
A report was receiving stating that the device was in use for one week when difficulties suctioning the device were encountered due to a kinked tracheostomy tube shaft. The tracheostomy tube was replaced. A review of the removed device found the shaft damaged and its internal wiring exposed. No incident related medical sequela was reported.